Event description:
A medwatch report (B)(4) was received stating that: "ventilator displayed incorrect exhaled volumes with no inhaled volumes when connected to pt. Pt was placed on a new ventilator. Ventilator was taken out of svc for eval. No harm to pt." (B)(4).

Manufacturer narrative:
The ventilator was investigated by the hospital biomed. A pressure transducer printed circuit (pc) board was found defective and was exchanged. The pressure transducer pc board was disposed of and not returned for investigation. We are therefore unable to determine the cause of the pressure transducer pc board failure. According to the received info the hospital performs a complete function check of the ventilator with every use. An alarm regarding pressure was generated at the time of the event.